Manufacturer narrative:
This is the same event as 3010536692-2016-00480.

Event description:
Allegedly the patient was revised due to pain and adverse soft tissue reaction to particle debris (left). Age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitating. Revision njr index no: (B)(4).